Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that there was contamination under the contrast and down arrow keypad button contacts. All buttons responded appropriately to button presses. Visual inspection revealed that the keypad button symbols were worn. There was no damage found to the keypad cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.